Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead. The lead remains in use. No patient c omplications have been reported as a result of this event.